Event description:
It was reported that during implant, the right ventricular lead exhibited a loss of capture. The lead was not used.

Manufacturer narrative:
(B)(6). Device evaluation anticipated but not yet begun.

Manufacturer narrative:
(B)(4).

Event description:
Additional information notes low impedance and high thresholds.